Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. When the cable was moved , the image disappeared temporarily and flickering occurred on the monitor. In addition, the coupler was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the hd autoclavable camera head picture has static lines. The event occurred during reprocessing. During a standard service inspection of the customer returned device, the image flickered on the monitor and disappeared temporarily. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that communication failure has occurred due to cable failure and that the image was no longer displayed. The cause of the cable failure could not be estimated. Per the instructions: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.